Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type: recharger, analysis of the recharger, model 97755 , s/n (B)(6) found recharge antenna failure - no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began maybe last friday. Patient stated they were recharging and the system problem rm03 message displayed on their controller. The recharger was getting too hot where the beginning of the cord was when charging the implant. During the call patient denied damages on the recharger and controller charging port. Patient plugged the recharger and got excellent. Agent placed patient on a hold and when agent got back patient got the system problem rm03 again. Patient also kept getting poor recharge quality. The issue was not resolved. An email was sent to the repair department to replace the recharger.